Manufacturer narrative:
(B)(4). Device evaluation: the analysis results found that the ntlc75 instrument was received with tyvek present, with a cartridge reload present. The cartridge reload was fully fired. In addition both gripping surfaces broken off making the reload nonfunctional. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. It is possible that the damaged on the cartridge was due to an improper handling of the device. Please reference the " instructions for use" for more information on the cartridge loading. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a colon resection procedure, the doctor fired the device with no issues. The staples formed properly on the first firing. When the scrub tech went to reload the instrument, the reload fell apart. They opened a new device and reload to continue the procedure. There were no adverse consequences for the patient.